Manufacturer narrative:
No patient information provided as no patient was involved in this concern.return requested. Replacement vertek arm ii shipped to site 10/13/2015. Medtronic investigation of returned suspect vertek arm finds that the arm appears to be in good condition with no apparent physical damage. However, the arm failed the holding force test. The arm should have no slippage at the joints with a down pulling force up to 14 lbs., however, failed at 13.5 lbs. The arm also failed another step; it should have no slippage with a side pulling force up to 10 lbs. But failed at 7.5 to 8.5 lbs. Mechanical failure - failed diagnostic test.

Event description:
A medtronic representative reported a site navigation system articulating arm that was damaged. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. As previously reported the part was replaced to resolve the issue.